Manufacturer narrative:
Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc). The indication for the filter implant was not provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to physical and emotional damages from perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc. The patient continues to lower abdominal discomfort and mental distress related to the filter. The patient became aware of the reported events five years after the index procedure.

Event description:
Additional information received per the medical records indicate that the patient has a history of recurring right lower leg deep vein thrombosis (dvt), coronary artery disease, peripheral vascular disease, long standing angina pectoris, bilateral varicosities, cardiac arrythmia, chronic obstructive pulmonary disease, hypertension, dyslipidemia, diabetes mellitus, anxiety, depression, obesity, gastro-esophageal reflux disease, scoliosis, parkinson¿s disease, tobacco use and a family history of premature coronary artery disease. Prior to implantation of the filter, the patient had stenting of the left circumflex coronary artery and the right coronary artery. The medical records indicate that the patient had procedures for the treatment of peripheral vascular disease (pad), pre-existing, in addition to follow up office visits with a cardiologist. The patient had undergone percutaneous transluminal angioplasty (pta) with stenting and/or atherectomy for the treatment of lower extremity peripheral vascular disease on both the left and right legs. The record contains three different procedures for the treatment of pad. The filter was deployed via the patient's the right femoral vein. A post deployment angiography confirmed the filter was in an excellent position. The patient tolerated the procedure well with no complications. Four years and two months after the implant procedure the patient had a computed tomography (CT) scan after experiencing shortness of breath, epigastric pressure and acquiring a portal-systemic shunt. Results of the scan noted that the inferior vena cava (ivc) filter was present and located inferior to the renal veins. Four years and eight months after the implant procedure the patient had a computed tomography (CT) scan. The indication for the scan was diffuse lower abdominal pain. The inferior vena cava (ivc) filter was present. There was no evidence of acute intra-abdominal or pelvic pathology reported. Four years and eleven months after the implant procedure the same images were submitted for outside review. This subsequent review noted a grade 1 perforation, possible migration of the filter and no significant tilting of the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation of the inferior vena cava (ivc). The patient reported becoming aware of perforation of the ivc approximately five years post implant. The patient also reports experiencing lower abdominal discomfort and anxiety related to the filter. According to the medical records the patient has a history of recurring right lower leg deep vein thrombosis (dvt), coronary artery disease (cad), peripheral vascular disease (pvd), long standing angina pectoris, bilateral varicosities, cardiac arrythmia, chronic obstructive pulmonary disease (copd), hypertension, dyslipidemia, diabetes mellitus, anxiety, depression, obesity, gastro-esophageal reflux disease (gerd), scoliosis, parkinson¿s disease, tobacco use and a family history of premature coronary artery disease. The medical records indicate that the patient had procedures for the treatment of pvd, pre-existing, in addition to follow up office visits with a cardiologist. The patient had undergone percutaneous transluminal angioplasty (pta) with stenting and/or atherectomy for the treatment of lower extremity pvd disease on both the left and right legs on three different occasions. Prior to the filter implant, the patient had stenting of the left circumflex coronary artery and the right coronary artery. The filter was placed via the right femoral vein and after verifying the position through angiography the ivc filter was deployed. Post deployment angiography confirmed the filter to be in excellent position. The patient tolerated the procedure well with no complications. Approximately four years post implant the patient underwent a computed tomography (CT) scan after experiencing shortness of breath, epigastric pressure and acquiring a portal-systemic shunt. Results of the scan noted that the ivc filter was present and located inferior to the renal veins. Approximately four years and eight months post implant the patient underwent another CT scan for complaints of diffuse lower abdominal pain. The results noted that the filter was present and located inferior to the renal veins. There was no evidence of acute intra-abdominal or pelvic pathology reported. Approximately four months after the CT scan was performed, the images were submitted for outside review. This subsequent review noted a grade 1 perforation, possible migration of the filter and no significant tilting of the filter. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Abdominal discomfort, anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues, in particular the patient¿s history of copd, cad, tobacco use, gerd and obesity, to name a few. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.